Event description:
During a cervical biopsy/colposcopy, a tischler morgan biopsy punch was utilized to achieve a sample. The biopsy punch cut through approx 75% and the rest was pulled off. The pt was uncomfortable and in pain. Excess bleeding occurred. The bleeding was stopped using cauterization.

Manufacturer narrative:
The subject instrument was purchased in 2006. The instrument was returned twice for sharpening, in 2007. The instrument was returned with regards to this report. The instrument was found to be dull. It is not known how many times the instrument was used to determine if premature dulling of the cutting surface occurred.